Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
Rp 011066 - the dentist reported that 3 months after dental implant was installed in intraoral region 19# its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii) and immediate implant and immediate load were performed.